Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had suspected blood contamination due to iab catheter perforation. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getine field service engineer(fse) evaluated unit. Several pcbs and sub assemblies within cardiosave console were contaminated with blood. Confirmed damage to (but not limited to) pneumatic interface module, safety disk, thermal printer, battery slot pcb, lithium-ion batteries, power management pcba and fiber optic module assembly. Fse recommended to biomedical engineering to retire this iabp. Cardiosave iabp is now permanently deactivated.